Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a unspecified number of syringe plastipak 5ml s/su experienced leakage at the connection site prior to use. The following information was provided by the initial reporter: customer claims that needle does not fit properly in syringe causing anesthetic leak. Sample received on 01/13/2020.